Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that she ran control tests and obtained readings of 202 mg/dl at 1:58 p.m. And 220 mg/dl at 1:59 p.m. On the contour next one meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. The test strips and control solution associated with the event expired in dec-2021 and feb-2022 respectively. Therefore, the in-house testing could not be performed. The device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.